Event description:
Information was received indicating that a smiths medical cadd pump alarmed with a cassette. There was no error message with the alarm. Patient remixed new cassette and pump didn't alarm with new cassette. Determined to be faulty cassette. No issues reported as a result of cassette issue. Patient was able to receive remaining infusion volume. There were no reported adverse events.